Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective imaging component could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the event description.

Event description:
The reported phenomenon was found during an unspecified procedure. The procedure was completed using a another (same model) device. The procedure was extended for approximately five minutes but there was no anesthesia associated with it. The functionality check was performed but a clear test was not performed. No impact to the patient was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported problem. The image does not appear due to a defective imaging component, charged coupled device (ccd) unit. The inspection also noted, an air/water leak at the connector plug. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer camera head has an image malfunction, ¿poor image, sandstorm occurred¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.